Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, found that the adapter was stuck in the motor due to burrs on the shaft and worn out push button. The shaft was adjusted and the push button replaced. The device was repaired and returned to the customer on (B)(4) 2014. Placeholder.

Event description:
Customer reported the adapter got stuck in the compact air drive during the surgery. This is report 1 of 1 for event# (B)(4).